Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, it was reported that the patient experienced a subscapularis failure. As a result, the patient underwent a right shoulder revision an unknown amount of time after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.